Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump reportedly split in half, after which the user attempted to tape the housing together, resulting in leaking cartridges and discontinuation of pump therapy in favor of an alternate therapy; a replacement pump was arranged and delivery updates were communicated. Symptoms included none reported. Outcomes included product unavailability and therapy interruption. Investigation included complaint intake review, shipping and tracking verification, and coordination for return and data handling instructions. Investigation of this case revealed a suspected enclosure or housing failure leading to loss of structural integrity and leakage at the cartridge interface; device data could not be transferred and the user was instructed to shut down the device and return it. It was concluded, based on previously established findings for similar reports, that the cause was likely a mechanical damage event to the pump housing with resultant leak pathway, user unable to mitigate, and device replacement warranted.